Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had off no power alarm. Customer¿s blood glucose level was 210 mg/dl. Troubleshoot was performed for off no power. Customer stated that they did not get a low battery alert prior to the off no power alert. Customer states there were not unattended alarms. Customer states the battery cap is not loose, cracked or damaged. Customer states this is the second occurrence of off no power without a low battery warning. The customer was advised that the pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed idle current test, run current test, self test, off no power test and displacement test. No unexpected battery power loss alarm or off no power alarm noted.